Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: d4: medical device lot #: 2180169; d4: medical device expiration date: 31-jul-2027; h4: device manufacture date: 29-jun-2022. H6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 2180169, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. As the sample returned was open it is not possible to determine root cause.

Event description:
It was reported that 10 of the bd micro-fine¿ pro pen needles 32g x 4mm were difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: (no drug solution was coming out).

Event description:
It was reported that 10 of the bd micro-fine¿ pro pen needles 32g x 4mm were difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: (no drug solution was coming out).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown.